Event description:
As reported: "the patient...has a previous history of tumor resection and reconstruction with a jts distal femoral prosthesis. A passive tibial bearing was originally implanted to preserve function of the tibial physis. Now that the patient has reached skeletal maturity the passive stem is unstable and needs to be replaced with a cemented tibial baseplate.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.